Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4)-no code available (secondary surgery, lens explant, cataract surgery & iol implantation). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2012. On (B)(6) 2018 the lens was explanted, the surgeon noting lens opacity asc. Reportedly, on (B)(6) 2018 cataract surgery and iol implantation was performed which resolved the problem.